Event description:
A nurse from the user facility reports a surgeon explanted an intraocular lens two weeks following initial implant surgery due to a crack noted on the lens. The patient has had an excellent outcome following the lens exchange.